Event description:
In 2005, the pt contacted lifscan alleging that her one touch ultra meter woud not turn on. The medical affairs specialist attempted to contact the pt by phone and left a phone message. A letter was also sent to the pt. The date and time the pt last tested with the meter was recorded as the afternoon of 2005. The pt exercised after attempted use of the meter. The pt said she brought the meter to the dr's office because she was not able to test with the meter. She did not have symptoms of high or low blood glucose at the time of concern. Results obtained at the dr's office were not provided. However, the pt received no diabetes treatment. The customer care rep (ccr) verified that the test strips were correct, the battery was less than 1 year old and correctly installed, and the battery contacts were in good condition. The ccr walked the pt through pressing the power button and the meter did not turn on. The meter was replaced.